Event description:
It was reported that there was an issue with pm973r- insulated outer tube 5/5mm 310mm. According to the complaint description, the ceramic was damaged. The preoperative condition of the device was unknown. During gynecological surgery, the bipolar ceramic part came off. Blue ceramic was found, but gray ceramic was not found and may remain in the body. An additional medical intervention was required. Additional information was not provided nor available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4). Involved components: pm450r - handle for bipolar instruments - batch unknown. Pm438r - jaw ins.bip.maryland diss.fen.5/310mm - batch 62447261.

Manufacturer narrative:
The products were lost during transport and were not available for examination. Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device was not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Investigation: (submitted previously). As of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.